Manufacturer narrative:
This report is submitted on december 19, 2017, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and an open sore at implant site; subsequently the patient was administered topical antibiotics (date and duration not reported). Clinical management is ongoing.